Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast though not verified, patient's legal representative stated pelvic pain, urinary urgency, urinary incontinence, permanent and substantial physical deformity, the loss of the ability to perform sexually, severe erosion of the vaginal wall and other tissues, infection, scarring, disfigurement.